Event description:
Description of event according to the initial reporter: component separation. On (B)(6) 2016: index procedure: cook 4-vessel custom branched endograft with taa proximal extension (zteg, esbe and tbe) on (B)(6) 2020: component separation between the custom endograft and taa extension -> repaired with alpha ((B)(4)) on (B)(6) 2021: patient was transferred from an outside hospital with symptomatic taaa/separation of alpha graft from custom endograft -> due to other comorbidities, no intervention was performed ((B)(4)).